Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the status led indicator remained orange. The issue was observed when trying to reconnect the home monitor to the patient implant.

Event description:
Reportedly, the status led indicator remained orange. The issue was observed when trying to reconnect the home monitor to the patient implant.